Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red irritation under the device. The patient was given benadryl and a hydro cortisone by a physician. Medical outcome of the irritation is unknown as follow up attempts were unsuccessful.